Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that during the index procedure that the physician noted that the implanted device had passed the expiry date. The expired device was taken from the hospital's own inventory. The or staff opened the device without checking the expiration date. Immediately post implantation the expiry date was noted. No additional clinical sequelae were reported, and the patient is fine.